Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up. Upon interrogation the pulse generator exhibited a diagnostics anomaly. Diagnostics were cleared and the device was interrogated.